Manufacturer narrative:
(B) (4). The ge svc rep could not reproduce the problem, but replaced a key on the system for an unrelated issue. (B) (4).

Event description:
The customer reported that the system displays an iris pot error message.